Manufacturer narrative:
Based on the info provided, the cause of the operator injury was due to the operator not wearing facial protection while performing the maintenance procedure. The advia 2120 hematology sys operator's guide clearly states that facial protection, gloves, and protective clothing should be worn during maintenance procedures. The instrument is performing within specs. No further evaluation of the device is required.

Event description:
The operator squirted bleach in her eye while performing a maintenance procedure of flushing the mcts v46 on the advia 2120. The operator could not see after the event and went to occupational health, where they flushed her eye and sent her to see an ophthalmologist. There are no reports of adverse health consequences due to the operator squirting the bleach in her eye.